Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that two weeks following bilateral lasik, the pt was experiencing "rainbow glare" in both eyes. In a user facility report, the center director reported that at the one-month postoperative visit, the pt was still reporting rainbow glare. There are two medical device reports associated with this event. This report is for the left eye. Uf ref #(B)(4).